Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced pain at the ipg pocket site since implant. The patient was using the device with effective pain relief, but ultimately had the device explanted. There have been no reports of further complications regarding this event and the patient has indicated interest in being re-implanted in the future.